Event description:
It was reported that the collimator was in need of aligment and there was questions on the system 9600+'s dosage. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. Hospital biomedical engineering staff resolved the issues before the service call could be conducted.